Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat 23-week-old patient, (gender unknown), the device experienced occlusion alarms. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the device was not returned for evaluation. However, the device logs, trending data, and customer configuration were received for review and no hardware-related errors were present in the logs. Within the available data, no significant drop in flow or volume was observed, further supporting that the occlusion alarms likely have been tied to alarm limit configuration, rather than a device malfunction. It was determined that the device is working as intended.